Manufacturer narrative:
Device evaluated by manufacturer: a magnified inspection identified a complete circumferential tear in the balloon material 10mm from the proximal balloon weld. The inner shaft was stretched and separated. The distal end of the balloon, portion of the inner shaft and distal tip were not returned for analysis. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The device was reportedly inflated to 22bar (21.7 atm). The dfu states "do not exceed the rated balloon burst pressure." The most probable root cause is user/use error. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The 90% stenosed target lesion was located in the highly calcified first diagonal artery. A 2.50mm x 20mm maverick2 was selected to dilate the lesion; however, the balloon ruptured at 22atms after being inflated for 15 seconds. During withdrawal of the device through the guide catheter and introducer sheath, a part of the balloon with the radiopaque marker detached. This detached portion was found in the superficial femoral artery (sfa) and left there. No further complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The 90% stenosed target lesion was located in the highly calcified first diagonal artery. A 2.50mm x 20mm maverick was selected to dilate the lesion; however, the balloon ruptured at 22atms after being inflated for 15 seconds. During withdrawal of the device through the guide catheter and introducer sheath, a part of the balloon with the radiopaque marker detached. This detached portion was found in the superficial femoral artery (sfa) and left there. No further complications were reported and the patient status was stable.